Event description:
It was reported that during explantation of the lead due to infection, the lead required increased pressure application and use of stylets for tension to undeploy. Tissue was noted on lead after removal and the tip electrode adhered to the vein requiring extraction to remove. The lead was not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and there was blood in/on the helix/lobe mechanism. It was noted that there was blood/body fluid on the distal conductor (not obstructed) and there was blood/body fluid on the outer tubing overlay.